Manufacturer narrative:
Literature citation: galea, r. Et al (2025) incidence and predictors of persistent left atrial appendage patency and its subtypes after percutaneous closure: a pre-specified analysis of the swiss-apero trial. European heart journal - cardiovascular imaging. (26) 1795-1803. Https://doi.org/10.1093/ehjci/jeaf232. B3: bsc aware date used as event date, as it is unknown. D4: detailed product information was not provided to bsc. Based on the nature of the information provided to bsc, it is not possible to perform a good faith effort to obtain additional information. Because the product is unknown at this time, we are unable to provide the complete unique identifier (UDI) # and other product specific information. If additional details become available, a supplemental report will be submitted.

Event description:
Reported via journal article it was reported that persistent peri-device and side-gap leaks occurred. The following event was obtained via a retrospective article of a particular clinical trial, of 45 days and 13-month outcomes from following patients who underwent a left atrial appendage (laa) closure procedure where either a non-boston scientific laa closure device, a watchman closure device, or a watchman flx closure device was implanted across eight (8) centers. This was a randomized control trial. It was reported the following serious injuries occurred and results were compiled at imaging follow up appointments conducted either 45 days post implant and at 13 months post implant: residual and/or persistent laa patency, side-gap leaks, and peri-device leaks. The patients required repeat imaging.

Manufacturer narrative:
Literature citation: galea, r. Et al (2025) incidence and predictors of persistent left atrial appendage patency and its subtypes after percutaneous closure: a pre-specified analysis of the swiss-apero trial. European heart journal - cardiovascular imaging. (26) 1795-1803. Https://doi.org/10.1093/ehjci/jeaf232. B3: bsc aware date used as event date, as it is unknown. D4: detailed product information was not provided to bsc. Based on the nature of the information provided to bsc, it is not possible to perform a good faith effort to obtain additional information. Because the product is unknown at this time, we are unable to provide the complete unique identifier (UDI) # and other product specific information. If additional details become available, a supplemental report will be submitted. With all the available information, boston scientific (bsc) concludes: device technical analysis: the watchman flx left atrial appendage closure device with delivery system remains implanted; therefore, returned device analysis could not be completed. Media review: the literature article contains medical media which has already been reviewed by authors of the publication and does not require further review by either bsc medical safety or watchman medical media subject matter experts. Device history record review: the batch number of the watchman flx left atrial appendage closure device with delivery system was not provided. Boston scientific's manufacturing processes include extensive inspections to ensure that all finished devices meet specifications, and there is no evidence that this product did not meet specification prior to distribution. Labeling review: there was no evidence to suggest that the device was used in a manner inconsistent with the labeling. Watchman flx left atrial appendage closure device with delivery system instructions for use (IFU) lists potential complications, risks and adverse events that may be associated with the use of this device which include implant did not seal (imaging required). Risk review: a risk review was completed and confirmed that the event of implant did not seal was defined in the risk documentation. This event type has been accounted for during product risk analysis to support acceptable risk benefit for the product. Investigation conclusion: based on a thorough review of the reported complaint, boston scientific has assigned an investigation conclusion code of known inherent risk of device.

Event description:
Reported via journal article. It was reported that persistent peri-device and side-gap leaks occurred. The following event was obtained via a retrospective article of a particular clinical trial, of 45 days and 13-month outcomes from following patients who underwent a left atrial appendage (laa) closure procedure where either a non-boston scientific laa closure device, a watchman closure device, or a watchman flx closure device was implanted across eight (8) centers. This was a randomized control trial. It was reported the following serious injuries occurred and results were compiled at imaging follow up appointments conducted either 45 days post implant and at 13 months post implant: residual and/or persistent laa patency, side-gap leaks, and peri-device leaks. The patients required repeat imaging.